Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update ¿ 01/02/2017 supplemental information received; litigation alleges that patient underwent a revision to address pain and excessive levels of chromium and cobalt. Stem and sleeve added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain. Revision notes reported evidence of unusual reactive tissue, some osteolytic tissue both femoral and acetabular component, abundant amount of brownish-tan tissue and fluid that was tannish brown, dry powdery dry tissue a thick bursa layers, bursitis related to metal on metal debris, stem anteversion at 40 degrees, stem and collar devoid of ingrowth, and necrotic tissues. Surgeon left the cup in place. Cup was not revised and confirmed not loose; however, still included in this complaint due to previously alleged elevated metallions. There were no lab results provided. Doi: (B)(6) 2006; dor: (B)(6) 2015; right hip.

Event description:
In addition to what was previously reported. After review of medical records it was reported that the patient had trauma to his right tibia in the past that cause of the current leg length discrepancy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the surgical intervention, medical device removal and limb asymmetry.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.